Manufacturer narrative:
Product complaint # (B)(4),. Date sent to the FDA: 12/8/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Three sealed boxes with twelve unopened foil packets and one open box with five unopened foil packets that pertains to product code j548g. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were open, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage sutures were observed during evaluation. Also, a functional test was performed using an instron equipment and tensile force were above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The needles came away from the threads after passing through tissue when the surgeon pulled on needle to draw thread through and thread broke when the surgeon was tying the suture. There were no patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: when did the two needles detach from thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? When did the suture breakage happen (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Were there patient consequences? If yes, please explain. Ans: the needles came away from the threads after passing through tissue when the surgeon pulled on needle to draw thread through and thread broke when the surgeon was tying the suture. There were no patient consequences. H3 investigation summary the product was returned to ethicon for evaluation. Three sealed boxes with twelve unopened foil packets and one open box with five unopened foil packets that pertains to product code j548g. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.